Event description:
It was reported that, since implant, one of the lead components of their implantable neurostimulator (ins) caused muscle spasms higher in their back and ¿other symptoms¿. It was noted that the lead had not been used as the manufacturer¿s representative never ¿got it working right¿. The patient had only met with the manufacturer¿s representative only 2 times and desired to meet with them again for a routine programming session for better pain relief. The patient¿s healthcare professional (hcp) told them that the representative usually meets with patients for programming. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was further reported that the patient still had concerns with their device/therapy but was working with their physician and/or company represenative. No appointment had been set yet. If additional information is received a follow up report will be sent.